Manufacturer narrative:
(B)(4) date sent: 10/4/2022 g1: manufacturer contact address. St. Line 1 g: manufacturer contact city g1: manufacturer contact zip code g1: manufacturer contact country code

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. Additional information : this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a package from top view with a label, code plee60a lot: x94x5p. (Exp. Date: 2025-04-30). The second photo shows the anvil bent upwards and a gold reload loaded. Based on the photos review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #753a87. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with a gst60d reload loaded on the device. The reload was received unfired. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance were identified.

Event description:
It was reported that there was a bent anvil that was noticed after 2 nd fire along the greater curvature in sleeve gastrectomy: first fire with green reload it was hard to close handle of the device as the tissue was really thick. The echelon wouldn't fire. The reverse button was used to get off tissue. The doctor switched to black reload and had less articulation - fired through tissue. The 2nd firing of a green reload, fired ok, but after removing device and with new gold reload noticed anvil bent. They rechecked staples on sleeve - they look like they have formed ok. They removed device and complete procedure with new device. There were no patient consequences reported.